Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 72215n lot number 20073121 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 04jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed.

Event description:
It was reported that the sec set 15dp w/hanger dehp free experienced component separation. The following information was provided by the initial reporter: material no: 72215n, batch no: 20073121. Device broke when trying to use for ivf bolus.